Event description:
It was discovered that this implantable cardioverter defibrillator (ICD) was being remotely interrogated with a consult device. The interrogation was unable to be successfully completely. No magnet response was found. Currently, this ICD remains in service and no adverse patient effects were reported.